Event description:
(B) (4). Case was upgraded to serious upon receipt of further info 07-mar-2008. Initial report: this case was reported by a physician with limited info only: after treatment with poly-l-lactic acid (sculptra), the pt suffered from skin reactions. Add'l info received on 07-mar-2008. Addendum provided by treating dermatologist: this case involves a 60-year-old female pt. Medical history includes recurrent urticaria (last episode was three years ago). As concomitant disease multiple allergies (nos) were reported. No concomitant medication. On (B) (6) 2008, the pt had been treated with poly-l-lactic acid (sculptra, batch-no. 1a7020) s.c., indication: cosmetic injection (treatment of wrinkles). On the same day, the pt developed a massive quincke's edema with swelling of face, mucosa, pharynx, and tongue. Corrective treatment became necessary with high-dosed cortisone i.v.; additionally, she received dimetindene followed by high-dosed steroids a few days later. Outcome: ongoing, under further review. The events were classified as "life-threatening" by the dermatologist. He assessed the causal relationship between the reported events and treatment with poly-l-lactic acid as "highly probable." Skin reaction was no longer mentioned.

Manufacturer narrative:
Case was upgraded to serious upon receipt of further info 07-mar-08. Initial report: this case was reported by a physician. After treatment with poly-l-lactic acid (sculptra), the pt suffered from skin reactions. Follow-up 07-mar-08: addendum provided by treating dermatologist. This case involves a (B) (6) female. Medical history includes recurrent urticaria (last episode was three years ago). As concomitant disease multiple allergies (nos) were reported. No concomitant medication. On (B) (6) 2008, the pt had been treated with sculptra for treatment of wrinkles. On the same day, the pt developed a massive quincke's edema with swelling of face, mucosa, pharynx, and tongue. Corrective treatment became necessary with high-dosed cortisone i.v.; additionally, she received dimetindene followed by high-dosed steroids a few days later. Outcome: ongoing. The events were classified as "life-threatening" by the dermatologist. He assessed the causal relationship between the reported events and treatment with sculptra as "highly probable". Manufacturer's preliminary comments: quincke's edema is not considered to be the result of a malfunction, defect, or quality deficiency with poly-l-lactic acid. Quincke's edema is considered listed in the product labeling for poly-l-lactic acid. However, this was the 1st case that indicated greater severity since it was reported as life-threatening by the physician. There were two other cases of quincke's edema and one case of angioedema of the face reported since launch. One case was from (B) (6), one case from (B) (6), and one case from (B) (6). The occurrence of this adverse event is considered low. The assessment of this case is confounded by the pt's history of recurrent urticaria and multiple allergies. Further info on exposure to other potential causes for allergy is needed (such as exposure to allergen, certain foods, etc.) For a proper causal assessment. No mitigation is necessary at this time.